Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant alarms) was confirmed. As received, the belt failed the ECG fall-off test. Upon evaluation, the -5v wire was shorted to ground. The cause of the constant alarms is the shorted wire. The root cause of the shorted wire cannot be positively identified. No adverse event resulted from the shorted wires.

Event description:
A distributor contacted zoll to report that a patient's device was constantly alarming.